Manufacturer narrative:
Concomitant medical products: ne + benzalkonium local sol), bayer (B)(4).

Event description:
During the insertion of the hemodialysis catheter, the clinician noticed air in the syringe even after having verified after the puncture that the needle was in the vein. The clinician removed the needle and another kit was used to continue the procedure. It was reported the hub of the needle seemed cracked. No patient harm or consequence.

Manufacturer narrative:
Continuation of d11: ne + benzalkonium local sol), (B)(4). The customer returned one introducer needle and product sticker for analysis. Signs of use were observed inside the needle hub. Visual analysis of the returned needle revealed one large vertical crack in the needle hub. The needle length measured 68mm, which is within the specifications of 67.49mm-69.27mm per needle product drawing. The needle cannula outer diameter measured 0.0502" which is within the specifications of 0.0495"-0.0505" per the cannula product drawing. The needle cannula inner diameter measured 0.041", which is within the specifications of 0.041"-0.043" per the cannula product drawing. Functional testing was performed per the product IFU, which states "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned introducer needle was attached to a lab inventory arrow raulerson syringe (ars). The returned needle was not able to draw or aspirate water due to the crack in the needle hub. R & d was contacted as part of this complaint investigation. They indicated that this is a known design issue. A device history record review was performed with no relevant findings. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. One large vertical crack was observed on the needle hub. The returned needle met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances and the comments from r & d, the root cause of this complaint is likely design related. A CAPA has been initiated to further investigate this issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
During the insertion of the hemodialysis catheter, the clinician noticed air in the syringe even after having verified after the puncture that the needle was in the vein. The clinician removed the needle and another kit was used to continue the procedure. It was reported the hub of the needle seemed cracked. No patient harm or consequence.